Manufacturer narrative:
(B)(4). The field service engineer found that the fluoroscopy pedal was stuck by various products. Pedal was not protected during use. The foot pedal was unstuck.

Event description:
Customer reported that the room is blocked and the pt is on the table. There is a problem with bad contacts on the pedal.